Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using penumbra coil 400 coils (pc400 coils). During the procedure, while advancing a pc400 coil through a px slim delivery microcatheter (px slim), the physician met resistance and removed the coil from the patient. The procedure was completed using a new pc400 coil and the same px slim. There was no report of an adverse effect to the patient.